Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that, following an unrelated procedure where the ipg was not set to surgery mode, the patient's ipg was unable to communicate with external devices. A manufacturer representative attempted to repair the ipg but was unsuccessful, deeming the ipg inoperable. In turn, surgical intervention may take place to address the issue.

Event description:
Related manufacturer report numbers 3006705815-2022-15667, 3006705815-2022-15668. Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue. It was found during the procedure that one of the leads had high impedances, and was also explanted and replaced, restoring therapy.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. An inoperable ipg was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.